Event description:
It was reported that while the ventilator was connected to a pt, it generated two technical error codes. One code indicated disabled valves and the other an internal memory error. The event occurred at the same time as the nebulization was started. The nebulizer was sequestered but the ventilator was put back in service. The pt, who had undergone surgery for an aneurysm of ascendant aorta, developed desaturation which generated hypoxia. The date and time of death has not been provided, but the info from the hospital so far does not link the functioning of the ventilation and the pt death. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. Ref exemption #: (B)(4).